Manufacturer narrative:
Device evaluated by MFR.: the device was received in two sections as the result of a break in the hypotube. A visual and tactile examination identified a complete break of the hypotube located approximately 85mm distal of the strain relief. The hypotube was also noted to be severely kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the hypotube that may have contributed to the complaint incident. An examination of the returned device identified inflation media inside the balloon, indicating that it had been inflated. It is not known when the device was subjected to positive pressure. No issues were identified with the balloon which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the markerbands or blades of the device. All blades were present and fully bonded to the balloon material. A microscopic examination identified no damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 3.75mm x 12mm nc emerge balloon catheter and a 6mmx3.25mm wolverine balloon catheter were selected for use. However, during procedure, the shafts were snapped when attempted to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient was fine.

Event description:
It was reported that shaft break occurred. A 3.75mm x 12mm nc emerge balloon catheter and a 6mmx3.25mm wolverine balloon catheter were selected for use. However, during procedure, the shafts were snapped when attempted to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient was fine.